Manufacturer narrative:
Additional information: \section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 12/19/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the lens presented with damage to the optic body and cosmetic issues. No further evaluation was performed. Conclusion: the complaint issue "dc-haptic detached" and "dc-delivery issue" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded intraocular lens (iol) was inserted and the lens was advanced forward. The lens got jammed in the cartridge tip and was pulled out. The haptic only was inserted. The lens was partially inserted and the issue was noticed during implantation and application. The lens was inserted and removed during the same procedure. The patient had fully recovered. No other information is available.